Event description:
Account states that the rh head siderail will not latch in the up position. Account stated that he has sprayed penetrating oil onto the pins in the center arm assy, but is still having the same problem. Suggested replacement of the center arm assy. Sending him a center arm assy. Spoke to account, stated that he replaced the center arm assy, and the problem with the rh head siderail not latching has been resolved.